Event description:
The vena cava filter was placed without incident in a female pt with uterine cancer and venous thrombosis of the iliac and femoral veins. The filter was placed 20 hours prior to a planned surgical lymphadenectomy. During this surgical procedure, it was noted that one leg of the filter had penetrated the anterior wall of the vena cava. During this same procedure, the surgeon opened the vena cava and removed the filter. A CT was taken after the surgical procedure and it was negative for retroperitoneal hemorrhage.the pt is currently in the hosp completing her recovery.